Event description:
It was found blood leakage by blood-leakage alarm after connection to patient. Five minutes during the first use, 1500 ml priming saline with 150ml/min priming speed. It is unknown if or how much blood the patient lost. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.